Event description:
It was reported that a maryland bipolar forceps instrument was not recognized by the da vinci s surgical system. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering placed the instrument on a da vinci s test system to check for recognition. System failed to recognize instrument on multiple installation attempts. Visual inspection revealed a pogo pin being shorter than the others. This pin is likely not making electrical contact with sterile adapter, preventing recognition. Pin is sticking, possibly due to dried chemical residue from cleaning process stuck to it. Other back end components do not show excessive cleaning residue. Engineering also observed the distal end of the main tube has a 4" long section with material removed. Damaged area is parallel to tube's longitudinal axis and may have been caused by a cannula accessory. No other damage found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional info is rec'd.